Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2026. Premature battery depletion alleged and the patient was in stable condition.

Event description:
New information received notes that no intervention was reported, and a generator change was planned. The patient had presented in-clinic and was in stable condition.

Event description:
It was reported that a patient presented with early battery depletion noted on the patient's pacemaker. No information regarding intervention or adverse patient consequences was reported.